Manufacturer narrative:
Pump had cracked and bleeding lcd glass, cracked reservoir tube lip, minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump was damaged and the information on ink is bleeding out underneath the display screen. The customer's blood glucose reading was 143 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.